Manufacturer narrative:
Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. Batch number [9080648] was not found for material number [364902]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter there was an issue with the sleeve falling off. The following information was provided by the initial reporter, translated from (B)(4) to english: rubber sleeve detached.

Event description:
It was reported that during use of the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter there was an issue with the sleeve falling off. The following information was provided by the initial reporter, translated from japanese to english: rubber sleeve detached.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a detached rubber sleeve with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to a detached rubber sleeve as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.